Manufacturer narrative:
A full evaluation of the device could not be conducted as the device remains in use. No log files or x-ray images were submitted for evaluation. The patient remains ongoing on lvad support utilizing a non-grounded patient cable when connecting to the power module, and no further issues have been reported. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient's age and weight were not provided. Device unique identifier (UDI) # (B)(4). Approximate age of device ¿ 8 months. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). On (B)(6) 2016, it was reported that a pump stoppage occurred while the lvad was supported by the power module. The patient was admitted to the hospital where low flow and pump stoppage alarms were confirmed. The system controller, power module, and patient cable were exchanged and the patient was kept in the hospital for observation. The same alarms reoccurred while the patient was at the hospital. X-ray images did not show any areas of compromise. The patient was provided an ungrounded patient cable for use with the power module and no further alarms occurred. The patient was discharged home. The patient was reportedly asymptomatic. No additional information was provided.